Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed a damaged epoxy header, braze region, and ceramic case, as well as a severed electrode, array, and exposed electrode wires. These anomalies are believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. This is due to the gross leak which is believed to have been induced during revision surgery. The manual capacitor leakage test readings were unstable due to the flooding components. This is due to the gross leak which is believed to have been induced during revision surgery. This device was explanted for medical reasons. However, this device had a gross leak failure which was believed to have been induced during explant surgery. This older device configuration is not currently manufactured. This is the final report.